Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 60% to 5% overnight. The customer was unable to provide a date for the reported battery drop. Review of pump data by tandem technical support was unable to confirm the reported battery drop. The pump battery appears to be depleting as expected. There was no impact to the customer's blood glucose level.